Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer was treated for the high blood glucose with a manual injection by their physician during a routine checkup. The customer stated that for 2 days they experienced a no delivery alarm from their insulin pump while performing a bolus. The customer was assisted with troubleshooting and was able to resolve the issue. The insulin pump started to work as designed and was not returned for analysis.